Event description:
It was reported that during a remote monitoring transmission, the right ventricular lead threshold was noted to be high. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote monitoring transmission showed intermittent noise on the right ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:addrl1 ipg, implanted: (B)(6) 2012. (B)(4).